Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump to be in excellent condition. A review of the event history log identified force sensor test error in history. During the functional testing the force sensor was found at power up process and was unable to calibrate the force sensor at low standard. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly and the plunger tube. This MDR was generated under protocol b10009704, as a result of warning letter cms#(B)(4).

Event description:
It was reported that the pump exhibited a force sensor failure and was unable to calibrate. No patient injury was reported.